Event description:
Attorney alleges patient received injuries in 2005 and "injuries were sustained as a result of a defective product." Review of manufacturer's database revealed patient death. No allegation from healthcare professional that death device related. Cause of death researched and not received. Attorney later alleges patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and as a result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to the defective sprint fidelis lead removed or replaced."

Event description:
Attorney alleges the patient received injuries, and that these "injuries were sustained as a result of a defective product." Review of manufacturer's database revealed patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.